Event description:
It was reported that the connector and slide hummer could not be assembled in the medical procedure. The surgeon impacted with another tool.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding an assembly issue involving an x-change iii connector was reported. Conclusion: dimensional inspection was performed on the end of the sliding hammer that connects to the connector. It was found compliant. An inspection was done with the go/no gage and it is compliant. Pr concluded that the two returned instruments cannot be assembled because the end of the connector is dimensionally too large as it was damaged and deformed during use. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the connector and slide hummer could not be assembled in the medical procedure. The surgeon impacted with another tool.